Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot number h13k16041. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by nausea, vomiting, abdominal pain and cloudy effluent. Eight days after experiencing peritonitis, the patient was hospitalized. The same day, the patient was treated with unknown antibiotics intraperitoneally (ip).the cause of the peritonitis was unknown. The caretaker reported there was condensation found on the minicap packaging; this was not medically confirmed. Four days after admission, the patient was discharged. It was reported the patient will be retrained on aseptic technique. It was reported the patient recovered from the peritonitis event the day after hospital discharge. No additional information is available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k16041 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.